Manufacturer narrative:
Other relevant device(s) are: product ID: 9735762, version (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cervical spine procedure. It was reported the site completed a 3d image acquisition for a cervical spine case using the cranial reference frame, and when confirming accuracy, they were 5 millimeters posterior when placing any instrument on the pedicle. The site completed another spin and a manufacturer representative watched for frame movement and the same inaccuracy occurred. The site aborted navigation and continued the case using fluoro. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
Software logs were received and evaluated by the medtronic sw analysis team. Analysis found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Evaluation codes that apply to this analysis: if information is provided in the future, a supplemental report will be issued.